Event description:
A user facility reported that an external dialyzer blood leak occurred two minutes after initiation of a patient¿s hemodialysis (hd) treatment. It was reported that the blood was observed in the base of the dialyzer. The machine, a fresenius 4008s, alarmed but it was not specified what type of alarm occurred. It was unknown if fresenius bloodlines were being utilized for the treatment. Blood test strips were not used. No damage was identified on the dialyzer prior to use. It was unknown if the patient's blood was returned. Immediately following the event, the patient was re-setup with new supplies on the same machine where they were able to complete treatment. The patient¿s estimated blood loss (ebl) was 10 ml. It was confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The dialyzer was not available to be returned for manufacturer evaluation as it was reportedly discarded.

Manufacturer narrative:
Correction: b7, g2 foreign changed from no to yes

Event description:
A user facility reported that an external dialyzer blood leak occurred two minutes after initiation of a patient¿s hemodialysis (hd) treatment. It was reported that the blood was observed in the base of the dialyzer. The machine, a fresenius 4008s, alarmed but it was not specified what type of alarm occurred. It was unknown if fresenius bloodlines were being utilized for the treatment. Blood test strips were not used. No damage was identified on the dialyzer prior to use. It was unknown if the patient's blood was returned. Immediately following the event, the patient was re-setup with new supplies on the same machine where they were able to complete treatment. The patient¿s estimated blood loss (ebl) was 10 ml. It was confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The dialyzer was not available to be returned for manufacturer evaluation as it was reportedly discarded.

Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. During the lot history review it was noted that there were five other complaints reported against the lot. Two of the five were unrelated to the current event. The remaining three complaints address external leaks; one was reported by the same clinic as the current file and addresses the other leak event mentioned above (no sample), and the other two address confirmed events of cracked headers (one confirmed with photographs, and one confirmed with a sample). A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was one approved temporary deviation notice (dn) reported on the lot which was unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed. The reported lot number passed pyrogen testing, was within sterilization dosage parameters and passed all release criteria. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas 2018-0171 (vision systems) and 1141369 (blood leak reduction) are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
A user facility reported that an external dialyzer blood leak occurred two minutes after initiation of a patient¿s hemodialysis (hd) treatment. It was reported that the blood was observed in the base of the dialyzer. The machine, a fresenius 4008s, alarmed but it was not specified what type of alarm occurred. It was unknown if fresenius bloodlines were being utilized for the treatment. Blood test strips were not used. No damage was identified on the dialyzer prior to use. It was unknown if the patient's blood was returned. Immediately following the event, the patient was re-setup with new supplies on the same machine where they were able to complete treatment. The patient¿s estimated blood loss (ebl) was 10 ml. It was confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The dialyzer was not available to be returned for manufacturer evaluation as it was reportedly discarded.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility reported that an external dialyzer blood leak occurred two minutes after initiation of a patient¿s hemodialysis (hd) treatment. It was reported that the blood was observed in the base of the dialyzer. The machine, a fresenius 4008s, alarmed but it was not specified what type of alarm occurred. It was unknown if fresenius bloodlines were being utilized for the treatment. Blood test strips were not used. No damage was identified on the dialyzer prior to use. It was unknown if the patient's blood was returned. Immediately following the event, the patient was re-setup with new supplies on the same machine where they were able to complete treatment. The patient¿s estimated blood loss (ebl) was 10 ml. It was confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The dialyzer was not available to be returned for manufacturer evaluation as it was reportedly discarded.